Event description:
It was reported that balloon rupture occurred. A 9.0 x20, 135cm charger balloon catheter was advanced for dilatation. However, during the procedure, the balloon ruptured. There were no patient complications reported.